Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. This report is for the second device. The device was evaluated and found to be within specification.

Event description:
According to the available information a patient received two ankylos c/x a8 dental implants in regio 35 and 36. Three months after implantation, both implants had to be removed due to an infection. The removal of implants was done in a very untypical way resulting in a large remaining bone defect.